Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the display screen was dim and discolored, there was contamination under the button contacts, and the up arrow button contact was misaligned. This report is made based on results of investigation completed on 11/25/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the pump powered on to a dim, discolored display screen. Visual inspection revealed that the battery compartment was cracked. The keypad was observed to be torn. The up arrow button was found unresponsive. The keypad cover was removed, and there was evidence of contamination found under all button contacts. Additionally, the up arrow button contact was observed to be misaligned. The audio bolus button cover was observed to be torn, exposing the button slug. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).